Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a hole cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not work properly. Two weeks later, the patient underwent surgery, and a hole was identified in the left cylinder. As a result, both cylinders and the pump were replaced during the procedure. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically examined and leak tested. Microscope inspection revealed that the first cylinder had broken fabric threads from wear in the middle and distal end, as well as wear at the fold in the middle region. The first cylinder passed the leakage test. The second cylinder showed broken fabric threads from wear in the proximal end and middle region, along with a pinhole leak consistent with sharp instrument damage at the proximal end. The standard inflate/deflate pump was also microscopically examined and leak tested. Inspection revealed that the kink resistant tubing (krt) was worn to the filament and the outer layer of the pump bulb was worn from friction against the pump strain relief krt junction. Additionally, scaling was observed on the outside surface of the pump. The pump passed the leakage test. Based on the available information, the reported cylinder perforation could not be confirmed as a primary event. However, multiple wear-related conditions were identified that could contribute to a mechanical issue, including the broken fabric threads in both cylinders and wear on the pump bulb surface. Therefore, a clear probable cause for the reported event could not be established, and a conclusion code of cause not established has been assigned.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not work properly. Two weeks later, the patient underwent surgery, and a hole was identified in the left cylinder. As a result, both cylinders and the pump were replaced during the procedure. The cause of the cylinder hole was not detailed by the hospital. There were no patient complications reported.